Event description:
Hamilton medical ag received the following incident description: ventilator unit connection lost during startup when they turned on the machine.

Manufacturer narrative:
The hamilton-s1 is not distributed in the united states; however, hamilton medical ag considers the hamilton-s1 similar to the hamilton-g5 (k193228) in that the two ventilators have basic design and performance characteristics related to device safety and effectiveness, have the same intended use and fuction, and have the same device classification and product code under 21 cfr 868.5895. The event log file was sent to hamilton medical ag by the hospital technician for analysis. Based on the log file analysis the alh_lost_connection_to_vup alarm was triggered four times. The failure could not be reproduced when checking the device on-site. "Ventilator unit connection lost" alarm indicates that the communication between the interaction panel and the ventilator unit was disrupted. Interaction panel-ventilator unit connection cable was replaced. Complete service software, functional tests and electrical safety test were performed. The device was released.

Manufacturer narrative:
The hamilton-s1 is not distributed in the united states; however, hamilton medical ag considers the hamilton-s1 similar to the hamilton-g5 (k193228) in that the two ventilators have basic design and performance characteristics related to device safety and effectiveness, have the same intended use and fuction, and have the same device classification and product code under 21 cfr 868.5895. The event log file was sent to hamilton medical ag by the hospital technician for analysis. Based on the log file analysis the alh_lost_connection_to_vup alarm was triggered four times. The failure could not be reproduced when checking the device on-site. "Ventilator unit connection lost" alarm indicates that the communication between the interaction panel and the ventilator unit was disrupted. Interaction panel-ventilator unit connection cable was replaced. Complete service software, functional tests and electrical safety test were performed. The device was released. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: within the UDI-pi project, hamilton medical realized that the reported device (brand name: hamilton-s1; version / model / catalog number: 159005) in the present MDR is not fulfilling the criteria of similarity for a device marketed in the u.s., therefore this event is no longer considered reportable to FDA and no UDI-pi is going to be provided.

Event description:
Hamilton medical ag received the following incident description: ventilator unit connection lost during startup when they turned on the machine.